Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported perioperative antibiotics were administered. Signs and symptoms included redness and swelling. The infection was in the device pocket and it was unknown whether a culture was obtained. Intravenous antibiotics were given and a total device system explant was performed. It was reported there was no drug withdrawal.

Event description:
It was reported that patient developed a possible infection to the pocket site (date unknown). On (B)(6) 2013 the patient¿s pump was explanted. Healthcare provider (hcp) stated the site looked ¿bad.¿ the reporter was unsure if the site was cultured or if antibiotics were used. Drug delivered via the device was baclofen. Hcp had stated that the patient was septic and needed the pump system explanted; pump and catheter were successfully explanted; the reporter was unaware of the patient¿s symptoms or lab values prior to the procedure. The patient was placed on oral baclofen 20mg qid and admitted as an inpatient.

Manufacturer narrative:
Concomitant medical products: product ID: 8577, lot# n087470, implanted: (B)(6) 2006, product type: accessory. Product ID: 8709, lot# l57852, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type: catheter. (B)(4).